Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link connector leaked. The distal end of the one-link came apart and blood and fluid leaked when attaching to a peripheral catheter. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the cause of the leak was the disconnection of the distal end of the one-link. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.